Event description:
Physician was doing pta on left posterior tibial artery. When he was going to remove the guide wire it doubled back on itself and broke off. Approximately 5 cm tip of the fractured wire was left in patient's left posterior tibial artery.